Event description:
It was reported that a patient heard a "popping noise" in their back approximately one month post-operatively, and that x-ray imaging confirmed that a mesa 2 rod had migrated. The patient is scheduled to undergo revision surgery in (B)(6) 2025.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.